Event description:
Severe bleeding and cramping during cycle including clumps of blood. Constant pain in the ovary area, sharp stabbing pains in the ovary area and vaginal area, stomach pain,dizzy, low back pain. Rash, joint pain, nausea. Sick during cycle. (B)(4).